Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported, the patient no longer had stimulation, and the ipg was not responsive. The diagnostic parameters were not available to provide an end of life calculation. The patient had been diagnosed with shingles and an ipg replacement procedure was to be scheduled once the rash had cleared.